Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Additionally, it was reported that the wake button was delayed in responding to touch. Customer applied more force to the button to resolve the issue. It was also reported that the pump touch screen was intermittently unresponsive. Customer's blood glucose level was in 120-210 mg/dl. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.